Event description:
It was reported by service report that the release crossbar was bent and would not allow the headsection to lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway headsection.